Event description:
It was reported that the patient with this pacemaker was wearing a holter monitor for approximately one month, and episodes of pauses of three to four seconds were recorded. The device was interrogated and all device diagnostics were normal. The right ventricular (rv) sensitivity was adjusted which did not resolve the pauses. The patient was brought in for device testing; no issues were found with the device system, and the cause of the pauses could not be determined. The device was being reprogrammed again and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.